Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm several time. The customer blood glucose value was unknown at the time of incident. The customer was not assisted with troubleshoot. The device will be returned for analysis.

Manufacturer narrative:
Device passed selftest and displacement test. Hardware low level failures alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly.